Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned, and the evaluation was completed. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be a use error of setting the tidal total ultrafiltration removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 01:27:11. During night drain cycle eleven, the patient's ultrafiltration reading was 1735ml, indicating the patient drained 1735ml more than their maximum programmed fill volume of 1800ml. No additional information is available.